Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and spinal stenosis. It was reported that during a refill appointment the hcp could only fill the pump reservoir with 14cc of drug and was questioning if air was introduced into the reservoir or something else was causing the issue. It was noted that the hcp was able to aspirate the pump. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the cause of the refill difficulty was unknown. The doctor tried to draw air out of the pump as an action/intervention. The issue was not considered resolved as the doctor was still only able to fill the pump with 14cc of drug. The patient's weight was unknown. No further complications were reported.